Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device booted to an error and it was further noted that the speakers were crackling, the lower case was scuffed up, both latch tabs were broken off the power cord bay door, the right cable antenna on the radiofrequency transceiver was unable to be tightened and the upper hinge plate was scuffed up. All found defective parts were replaced and it was noted that the unit would be sent on for a software reload and reallocation. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.